Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Couldn't remove tampon for an hour [foreign body in reproductive tract]. After an hour of trying I was finally able to catch the small bit of string [complication of device removal]. There was only a very short string on the tampon and the other half of the string just fell off [device breakage]. Consumer reported via e-mail that half the string was not attached to the tampon. No serious injury was reported. Lot numbers: 1089208000 v3 hu p 310321 02:27, 1021208000 v3 hu p 210121.

Manufacturer narrative:
(B)(6) 2021: no failure could be identified as a result of the investigation.

Event description:
Couldn't remove tampon for an hour [foreign body in reproductive tract]. After an hour of trying I was finally able to catch the small bit of string [complication of device removal]. There was only a very short string on the tampon and the other half of the string just fell off [device breakage]. Consumer reported via e-mail that half the string was not attached to the tampon. No serious injury was reported. Lot numbers: 1089208000 v3 hu p 310321 02:27, 1021208000 v3 hu p 210121.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Couldn't remove tampon for an hour [foreign body in reproductive tract]. After an hour of trying I was finally able to catch the small bit of string [complication of device removal]. There was only a very short string on the tampon and the other half of the string just fell off [device breakage]. Consumer reported via e-mail that half the string was not attached to the tampon. No serious injury was reported.